Event description:
It was reported that the issue occurred during a polyp ligation procedure. The device fell off and into the patient¿s colon. The procedure was prolonged for two to three minutes to retrieve the device. The patient did not experience any complications due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported defect (the loop came off from the hook) was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 2 years since the subject device was manufactured. Based on the results of the investigation, there were no device abnormalities observed. It is possible that the slider was accidently pushed which caused the loop to detach from the hook. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿do not pull the slider before surrounding the target tissue with the loop. Otherwise, the loop stopper would be dislodged.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. An update has been made to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown procedure, when attempting to place the snare loop with a single use ligating device, it fell off inside the patient body. The device was retrieved using forceps and procedure was completed with another similar device. There were no reports of patient injury. Additional follow-up information was requested but unavailable at the time of the report.